Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi received the erbe generator; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the monopolar curved scissors (mcs) were timing out and stopping. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer try a new monopolar energy cord and instrument, and the caller stated that they had already swapped those out before calling in. The isi tse advised them to reboot the erbe generator and the site said that they would have to wait until the case was completed. The operating room (or) staff called back in to confirm, that she was connecting the third-party (force triad) generator up correctly and how to use it. The isi tse informed her that she hooked it up correctly and let her know what to expect when they started using it. The procedure was completed with no reported injury.